Event description:
It was reported that this pacemaker was explanted due to being damaged and premature battery depletion (pbd). Another device was successfully implanted. No adverse patient effects were reported. This product has not returned for analysis.